Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text: summary investigation.

Event description:
It was reported infection, a peri-implant defect was noted extending to the apical of the implant, implant was removed. Pere implant granulation tissue was debrided. The patient had infection and it was treated with antibiotics. Symptoms as a result of the event: pain.